Event description:
It was reported that the right atrial (ra) lead had dislodged into the right ventricle (rv). The lead was repositioned but subsequently dislodged again. The ra lead also exhibited loss of capture. The lead was then capped and replaced. A replacement ra lead was attempted but would not fixate; despite using several stylets, the lead dislodged on multiple occasions. This lead was abandoned and replaced with an active fixation lead. It was reported that the patient's anatomy was very difficult; only one location in the ra had adequate sensing and pacing. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri (B)(6) 2013, implantable pacing lead; a2dr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).